Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were alerts for shorted output stage detection and output circuit damage. Patient received shocks for apparent atrial fibrillation with rapid ventricular response. There was low, out of range, high voltage lead impedance issue on the lead. The subsequent charges resulted in aborted charges due to repeated shorted output stage detection alerts. Device replacement was recommended due to the device and leads sustaining damage. Device was explanted and a new device was implanted. Lead was capped on march 21st, 2018 and a new lead was implanted. Patient was stable prior, during and post procedure.

Event description:
New information received states: lead was capped on (B)(6) 2018.